Event description:
The user received results of zero for crp, bun, creatinine and ck since the beginning of (B) (6) 2009. No actual initial or repeat results have been provided and no info was provided to determine if erroneous results were reported or if patients were adversely affected. The field service personnel adjusted and cleaned the sample probe and exchanged the probe twice. He also checked the gear pump pressure, checked the rinse station and rinse bath, exchanged sv 16-19 and performed preventative maintenance. System decontamination was also done as well as an exchange of the sample arm. It was reported "they system is working now without any problem for 3 weeks". If additional info is provided, appropriate notification will provided.